Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The physician was attempting to advance a taxus express2 8.8% 2.50 x 16 mm drug eluting stent across a severely calcified lesion in the extremely tortuous circumflex. It was noted that the stent was 'mangled' and had become loose on the stent delivery system. The device was successfully removed. The physician was unable to cross the lesion with two other MFR's bare metal stents. The target lesion was not stented. The pt is reported to be in satisfactory/good condition.